Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause was unable to be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were erratic readings. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.